Manufacturer narrative:
The front end board was returned to the manufacturer for further evaluation. A senior repair technician of the national repair center (nrc) inspected board and no visual damage was observed. The technician installed and tested the front end board to factory specifications per cs300 service manual, which passed and could not verify the reported failure of blood pressure readings were not accurate. The front end board was sent to the supplier for failure analysis per procedure.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had inaccurate blood pressure readings. The circumstance of this event is unknown; however, no patient was involved and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(4). A getinge sr. Territory manager (stm) evaluated and noticed the iabp blood pressure was not working properly. To fix the issue, the stm replaced the front end board, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had inaccurate blood pressure readings. The circumstance of this event is unknown; however, no patient was involved and no adverse event was reported.

Manufacturer narrative:
The supplier returned the front end board to getinge's national repair center (nrc) and verified the reported failure. They replaced defective c40, c177 and the board passed all of their testing. The nrc technician installed the board into the cs300 test fixture and tested same to factory specifications per the cs300 service manual. The board was inspected per procedure and passed all testing after which it was put into inventory/stock.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had inaccurate blood pressure readings. The circumstance of this event is unknown; however, no patient was involved and no adverse event was reported.